Event description:
Additional information from the patient reported they had notified their healthcare professional (hcp) on (B)(6), the patient discussed with the hcp about the stimulation, the hcp advised the patient to keep the number on the device to whatever the manufacturer had advised. The patient noted they felt like it wasn¿t working because of the diarrhea. The patient stated the steps taken to resolve the not feeling stimulation were they called the manufacturer and was told what to do and it worked. The patient noted they had adjusted the intensity of the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had uncomfortable stimulation. The patient stated the therapy was on and was at 2.7. The patient noted they were implanted on the day of the call. The patient stated she was having trouble with symptoms and stated she still had to go to the bathroom. The patient also stated they were having discomfort in her rectal area which she said was because of the stimulation. The patient was able to communicate with the implantable neurostimulator (ins) and lower it to 2.5 v during the call and planned to try that. The patient was getting no symptom relief. Additional information from the patient reported the implant was not as successful as the trial. The patient stated they do not feel stimulation. The patient stated she had not felt any stimulation on (B)(6). The patient increased to 2.6 v and it was hurting her vagina so she decreased to 2.5 v. The patient noted they had an appointment on (B)(6). The patient stated that on (B)(6) she went to the bathroom 3 times, and at the time of the call on (B)(6) they had not gone to the bathroom. The patient stated that before implant she went 4-5 times a day. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.